Event description:
Interruption in therapy reported: the pump was programmed to infuse normal saline at 25.0ml/hr on the primary line and lidocaine at 1.0mg/hr on the secondary line. It was reported that the pump ceased to function x 2. The customer contact states that "internal investigation revealed that the first event occurred between 2200-2300 hrs and the second at 0600 hrs. Each event was attributed to the way the nurses programmed the secondary line". There was no info related to how long therapy was interrupted. After the second interruption, the nurse programmed the secondary correctly and no further interruptions occurred. The device remained in pt svc without further event. The customer contact stated "the pt expired at 1054 and it was unrelated to the reported event". Though requested there was no further info available.